Manufacturer narrative:
The ventilator in this case had the front bezel replaced in october 2022. Following replacement of the bezel the unit underwent performance verification testing (pvt). The unit passed all testing and was cleared for clinical use. The part was not returned for failure investigation (fi), the defective part was scrapped locally. The root cause was identified as liquid ingress, specifically of cleaning solutions and related debris, which can cause erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components. The investigation concludes that no further action is required at this time.

Event description:
The customer called technical support (ts) and reported that during preventative maintenance, it was observed that the device had a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered. The customer states the nav-ring is inoperable, but the green check is working. The customer requested a repair service. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.